Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to replicate the customer reported complaint. The instrument was placed on an in house system and was able to be recognized, but was expired. Failure analysis investigation also found the following: the instrument's pitch cable was frayed. The drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. The instrument's bipolar pins were bent. The bipolar pins at the backend of the instrument were bent upwards. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the maryland bipolar forceps instrument could not be recognized by the system. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.